Manufacturer narrative:
Zimvie complaint number: (B)(4). G4: additional PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #19 was removed as it was fractured. Restorative dentist noted that her implant was fractured not allowing the implant crown to seat. Patient was seen by dr. And it was determined that the best course of action would be to remove the implant and graft the site. Replacement of the implant occurred after allowing sufficient time for the surgical site to heal and her bone to consolidate. Symptoms as a result of the event: inflammation & pain.